Manufacturer narrative:
A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. One used burr was returned for evaluation. Visual inspection identified a contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. The root cause has not been determined. The company will continue to analyze additional complaints as they are reported (B)(4).

Event description:
During a shoulder arthroscopy procedure, it was reported the device was used to resect the acromion bone. Extensive metal shedding from the burr was evident in the sub acromial space after burring. Suction from the burr and shaver was used to remove the debris. There were no reported patient injuries or complications. There was no specified time delay.